Manufacturer narrative:
Correction is being made to previously submitted h6 codes. The following h6 codes have been removed from the h6 field: b11 historical data analysis and c0702 friction problem identified.

Event description:
No additional information received from the customer.

Event description:
It was observed that during the device evaluation, the bronchovideoscope had no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. The no image was caused by a failed pc board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.